Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedance measurements with a continuous rise. A red call doctor icon was observed at the latitude communicator due to connection issues. The rv lead remains implanted, and the specific issue is not known at this time. No information was obtained from the field representative. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedance measurements with a continuous rise. A red call doctor icon was observed at the latitude communicator due to connection issues. Additional information from the field representative mentioned that a defibrillation threshold test was completed and a yellow screen with a code 1005 related to an open circuit condition on the rv lead. The shock impedance showed high, out of range values at the test. Technical services said that moving forward, they cannot guarantee therapy shocks will be successful in converting arrhythmias. They suspect the shock impedance will only continue to rise. The field representative reported no lead noise. Procedure options were going to be discussed. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a red call doctor icon at the latitude communicator due to connection issues. The crt-d remains implanted, and the specific issue is not known at this time. No adverse patient effects were reported.